Event description:
Customer indicated unexpected negative reactivity on a sample from a patient with a known anti-k when testing on the galileo with the 2 cell screen assay.

Manufacturer narrative:
Instrument images were reviewed; the unexpected negative reaction was observed. No plate errors were noted. The possibility of sample or reagent contamination could not be ruled out. The customer did not return sample for investigation testing.